Event description:
It was reported via repair work order that the brakes could not be set as a result of the big wheel dampner not disengaging. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.